Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Still implanted.

Event description:
The patient is experiencing severe pain in the right hip. He often needs to lift his leg with his hands to reposition it when tying shoes. He is not experiencing squeaking, grinding or slipping.

Manufacturer narrative:
The following other devices were added to this report after submission of the initial report: accolade plus tmzf hip stem #4, cat# 6021-0435, lot# 23536901 alumina v40-femoral head 36mm, +5mm, cat# 6565-0-236, lot# 17765902 trident psl ha cluster 58mm, cat# 542-11-58g, lot# 37985802 6.5 cancellous bone screw 30mm, cat# 2030-6530-1, lot# dwtmkd. An event regarding pain involving an trident liner was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "based upon this clinical history of adequate functional performance during 10-years plus the negative radiographic findings make it likely that the cause for the right hip pain may be related to the patient¿s left hip problem with malposition, subluxation and squeaking. This may be caused by load shift from the affected left hip that is painful to the contralateral hip that thereby also becomes subject to relative overload due to this asymmetric load distribution. Arthroplasty joints have much less tolerance to overload than healthy natural joints. Arthroplasty joints may be painless and fully functional under optimal conditions with symmetric load sharing but once subject to relative overload may rapidly develop clinical symptoms much earlier than healthy natural joints. From the available info, it does appear likely that no procedure-related or device-related matters are evident. Following exclusion, the principal cause of the problem then would be patient-related due to relative overload in the right hip arthroplasty caused by the patient¿s left hip problem. This pi case is not device-related." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. The event was confirmed as per provided medical assessment by the consulting clinician who indicated that based upon this clinical history of adequate functional performance during 10-years plus the negative radiographic findings make it likely that the cause for the right hip pain may be related to the patient¿s left hip problem with malposition, subluxation and squeaking. This may be caused by load shift from the affected left hip that is painful to the contralateral hip that thereby also becomes subject to relative overload due to this asymmetric load distribution. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patient is experiencing severe pain in the right hip. He often needs to lift his leg with his hands to reposition it when tying shoes. He is not experiencing squeaking, grinding or slipping.